Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when unscrewing the lead from the header of the implantable pulse generator (ipg) to switch the leads around, the set screw dislodged in the header and couldn¿t¿ be retrieved. The physician was unable to re-secure the lead in the header. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.